Event description:
It was reported that the pump had an unresolved cassette not attached alarm, patient not affected. No additional information available

Manufacturer narrative:
Corrected data: d4: correction: model number: 21-2120-0104-01.